Event description:
The customer reported while running an hepatitus core assay, summit sample handler did not pipette appropriate volume into position a5 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.